Manufacturer narrative:
Product lot record checked and found to be in order. Device used in procedure where infection developed. Instructions for use warning indicates "exercise caution when using surgimend in regions where an infection exists or is suspected." Instructions for use contraindications state that, "surgimend should be used with caution in surgical locations where an infection exists or is suspected. Collagen-based implants may be susceptible to degradation by enzymes produced by bacteria". It is likely that the presence of an infection in the surgical site contributed to the failure of the device.

Event description:
Pt, (B)(6) old male, (B)(6) pounds had abdominal surgery for an unk reason on (B)(6) 2009. A few days following surgery, a CT scan showed air and fluid in the abdomen as well as an abscess formation adjacent to the liver. The pt underwent exploratory surgery on (B)(6) 2009. There was evidence of wound infection located on both sides but more prominent on the right side. The device had dehisced off the abdominal wall. The device was explanted. The pt was closed with another device.